Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer replaced the drawer controller board, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.